Event description:
After surgery was completed, taking apart the femoral array the scrub tech and I noticed the array adapter and femoral array were cross-threaded. Case type: tka patient was under anesthesia.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that "after surgery was completed, taking apart the femoral array the scrub tech and I noticed the array adapter and femoral array were cross-threaded. Case type: tka patient was under anesthesia." The event was confirmed. Method & results: -device evaluation and results: visual inspection: the adaptor showed signs of damage. See attached images. Functional inspection: the device is non-functional. Product history review: review of the device history records indicates 200 device(s) were manufactured and accepted into final stock on 09oct2017 with no reported discrepancies. -complaint history review: a review of complaints in catsweb and trackwise related to p/n 112240, lot 19030517 shows 00 additional complaint(s) related to the failure in this investigation. Conclusion: the investigation concluded that alleged failure mode was caused by damage. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication or evidence available at this time to suggest that there was a product non- conformity or unanticipated hazard. Should additional information become available the investigation will be reopened and re- evaluated.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After surgery was completed, taking apart the femoral array the scrub tech and I noticed the array adapter and femoral array were cross-threaded. Case type: tka. Patient was under anesthesia.